Manufacturer narrative:
Corrected information has been provided in e1(zip code extension). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary hypotension/peri-procedural adverse event: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 67 year old female treated in a high risk percutaneous coronary intervention she has a history of coronary artery disease and prior coronary artery bypass graft surgery underwent impella cp support for procedural hemodynamic stabilization. Her baseline left ventricular ejection fraction was 25%. Right femoral arterial access was obtained using a percutaneous, ultrasound guided approach for impella cp implantation prior to high risk intervention of the left main and left anterior descending coronary arteries. During the procedure, the patient developed hypotension and low pulsatility, prompting initiation of a dopamine infusion for hemodynamic support. These findings were consistent with a pump flow issue during impella cp support. The dopamine infusion maintained adequate perfusion, and the patient completed the procedure without further complication. At the end of the percutaneous coronary intervention, the patient was successfully weaned from impella support, and the device was removed in the procedural area. Hemostasis was achieved, and the patient remained stable post procedure. The pump flow disturbance and low pulsatility are conservatively associated with impella support by timing. Reduced pulsatility and flow variation during impella use can occur in the setting of dynamic loading conditions, procedural hemodynamic shifts, and underlying ventricular dysfunction. Based on the available clinical information, the patient¿s hemodynamic instability during high risk percutaneous coronary intervention, including the need for dopamine infusion, was most consistent with underlying cardiac pathology and physiologic loading conditions, rather than device related causes. The patient stabilized with vasoactive support and was successfully weaned from impella cp at the end of the procedure.